Event description:
It was reported that the lead became dislodged during a ventricular tachycardia ablation procedure. The next day, the physician attempted to reposition the lead, but was unsuccessful due to tissue impingement which prevented the helix from retracting or extending. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned. No anomalies were found. Blood was observed in/on the helix/lobe mechanism. An outer insulation cosmetic depression was noted. The continuity of the distal coil could not be electrically tested due to lead removal wire. Destructive analysis and visual inspection of the distal coil were performed and no discontinuity was observed.